Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was replaced with a competitor's device. The abbott representatives were unaware of the surgical intervention and the ipg replacement. The date of the procedure was undetermined and no further information was available.